Event description:
Item on surgical field but not utilized on pt. Applied medical clip applier tested prior to use. The clips that were test fired were not in alignment, but fired crooked only partially overlapping.